Manufacturer narrative:
Reference record: (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Perforation is a known complication of a peg tube placement. Peritonitis is a known complication of a peg tube/ j-tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was decided to keep the patient hospitalized for observation since she had pain post procedure. The peg placement was performed without any issues and the pain was decreasing throughout the morning. As soon as the duodopa pump was connected, patient experienced dyskinesia. The patient remained hospitalized due to pain and discharge coming from the stoma. An unknown antibiotic treatment was started. On (B)(6) 2019, the patient was scheduled for surgery to assess the tube since a scan showed that the tube was not well attached and that was why gastric content leaked through the stoma. Per the neurologist, a CT was performed which showed peritonitis. In the operating room they saw that the patient was perforated at the duodenum level. The tube was removed and a colostomy was performed.